Manufacturer narrative:
G4: 11sep2020. B4: 15sep2020. The philips international field service engineer (fse) confirmed and duplicated the reported problem. As a result of the failed alarm light emitting diode (led) failure, the power switch overlay was replaced. When the self-test at the time of startup was performed after replacing the power switch overlay, the alarm led failed error did not occur. However, when the self-test at the time of restart up was performed after charging, the alarm led failure recurred. Therefore, the power management board controlling the power of the device was replaced as well and confirmed that the issue was resolved. An additional failure as identified when the unit started up on it's on while on the shelf. It was confirmed by a detailed investigation that the user interface board was conveying signals from power switch overlay, and such to power management board was malfunctioning. Therefore, the user interface board was replaced and confirmed that the issue was resolved. The unit was then tested and passed all specified tests. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 23oct2020. B4: 01nov2020. Power management board assembly (assy,pcb,pwr mgmt,v8000) was returned for evaluation. Visual inspection of this customer returned power management board revealed no abnormalities. Failure investigation (fi) technician installed the power management board assembly into a fi ventilator to duplicate the reported issue of led (light emitting diode) failure alarm. The fi technician identified led failure alarm was not replicated. All led¿s operated normally. No errors occurred during cycling. No fault found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:23mar2021. B4:24mar2021. The visual inspection of this customer returned power membrane/overlay revealed no abnormalities. A failure investigation (fi) technician installed power membrane/overlay into a fi ventilator to duplicate the reported issue of led failure alarm. The fi technician identified that the alarm led failed was caused by a broken trace on the alarm (red) led that caused the led not to illuminate. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 05 jun 2020.

Event description:
The customer reported a ventilator with an led failure alarm. This event was reported to have occurred during use. There was no allegation of harm associated with this event.